Event description:
It was reported to boston scientific corporation that a cre wire-guided dilatation balloon was used during an esophageal dilation performed on (B)(6) 2015. According to the complainant, after the procedure was completed, the balloon was removed from the scope; however, the exit marker became stuck in the scope and detached from the device within the scope. It was reported that nothing detached inside the patient. The exit marker was removed from the scope once the balloon was removed. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.